Manufacturer narrative:
This report is filed october 30, 2013.

Event description:
The device was explanted on (B)(6) 2012, due to an unspecified device issue. The patient was reimplanted during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012.

Manufacturer narrative:
(B)(4).